Event description:
It was reported that the patient is scheduled for vns removal surgery due to not being able to tolerate stimulation and the generator causing discomfort. No additional relevant information has been obtained to date.